Event description:
A malfunction, indicated by code malf 12, was reported with the customer's pump, and the issue had occurred at least three times previously. There was no reported adverse impact to the customer. Technical support (cts) decided to replace the pump. Customer will continue to use current pump; will rely on alternate method if necessary.